Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the blood glucose was 300mg/dl and the current blood glucose is 431mg/dl. Customer was assisted with troubleshooting and customer stated that they treated blood glucose by using the pump to bolus. The insulin pump will not be returned for analysis.